Event description:
It was reported by the affiliate that during an esophagus procedure the firing trigger was broken. No further information is available. Procedure was completed with same like device. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4)- damaged slip block assembly, firing knob dislodged. The analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads.